Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge luer lock became disconnected. Reportedly, the customer reattached the infusion tubing to the cartridge and primed the tubing. A cartridge change was performed resolving the issue. Customer's blood glucose was 125 mg/dl.